Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the blood sampling valve (bsv) and actuator. The fse replaced the bsv and actuator to resolve the leak.

Event description:
The customer reported a leak from the secondary mode of a coulter lh 500 hematology analyzer. The volume of the leak was less than two (2) ml and was not contained within the instrument. The instrument operator was wearing a lab coat, gloves, and eyewear at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.